Manufacturer narrative:
Bayer case number: (B)(4). Chronic urticaria lasting 8 years [chronic urticaria]. 10 kg gained in the year following the essure device being fitted and 15 more in the last 10 years. [Weight gain]. Tiredness [tiredness]. Memory loss [memory loss]. Low mood [low mood]. Transient ischaemic attack [transient ischaemic attack]. Thyroid dysfunction [dysfunction thyroid]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 19-feb-2025. The most recent information was received on 05-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of urticaria chronic ("chronic urticaria lasting 8 years") in a 45 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced fatigue ("tiredness"), amnesia ("memory loss"), depressed mood ("low mood"), transient ischaemic attack ("transient ischaemic attack") and thyroid disorder ("thyroid dysfunction") and was found to have weight increased ("10 kg gained in the year following the essure device being fitted and 15 more in the last 10 years."). In 2015 she experienced urticaria chronic (seriousness criterion medically important). In 2023, urticaria chronic had resolved. At the time of the report, the weight increased and thyroid disorder had not resolved. The outcomes for fatigue, amnesia, depressed mood and transient ischaemic attack were unknown. No causality assessment was received for essure with regard to urticaria chronic, weight increased, fatigue, amnesia, depressed mood, transient ischaemic attack or thyroid disorder. The reporter commented: actions taken in the healthcare facility to treat the patient: not specified period of onset: since the beginning (2013), worsening over time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. [Blood thyroid stimulating hormone] on (B)(6) 2025: 5.592; (date unknown): 4.268. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Chronic urticaria lasting 8 years [chronic urticaria]. 10 kg gained in the year following the essure device being fitted and 15 more in the last 10 years. [Weight gain]. Tiredness [tiredness]. Memory loss [memory loss]. Low mood [low mood]. Transient ischaemic attack [transient ischaemic attack]. Thyroid dysfunction [dysfunction thyroid]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of urticaria chronic ("chronic urticaria lasting 8 years") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013, she experienced fatigue ("tiredness"), amnesia ("memory loss"), depressed mood ("low mood"), transient ischaemic attack ("transient ischaemic attack") and thyroid disorder ("thyroid dysfunction") and was found to have weight increased ("10 kg gained in the year following the essure device being fitted and 15 more in the last 10 years."). In 2015, she experienced urticaria chronic (seriousness criterion medically important). In 2023, urticaria chronic had resolved. At the time of the report, the weight increased and thyroid disorder had not resolved. The outcomes for fatigue, amnesia, depressed mood and transient ischaemic attack were unknown. No causality assessment was received for essure with regard to urticaria chronic, weight increased, fatigue, amnesia, depressed mood, transient ischaemic attack or thyroid disorder. The reporter commented: current condition of the female patient: health problems due to overweight and thyroid dysfunction actions taken in the healthcare facility to treat the patient: not specified period of onset: since the beginning (2013), worsening over time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kg. [Blood thyroid stimulating hormone] on (B)(6) 2025: 5.592; (date unknown): 4.268. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.